Manufacturer narrative:
H10: the lot number was provided, and lot history review was performed. The device was returned for evaluation. The investigation confirmed for the deflation issue and retraction issue. The investigation unconfirmed for the deflation issue. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model cq7584 pta balloon dilatation catheter allegedly experienced difficulty inflating, it was further reported that the balloon allegedly would not deflate, and had difficulty retracting through the vessel and the sheath. This report was received from one source. This event involved one patient, a sixty-four year-old male, of 305 lbs. This patient had no reported patient injury.

Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model cq7584 pta balloon dilatation catheter allegedly experienced difficulty inflating, it was further reported that the balloon allegedly would not deflate, and had difficulty retracting through the vessel and the sheath. This report was received from one source. This event involved one patient, a sixty-four year-old male, of 305 lbs. This patient had no reported patient injury.

Manufacturer narrative:
The lot number was provided, and lot history review was performed. The device was returned for evaluation. The investigation confirmed for the deflation issue and retraction issue. The investigation unconfirmed for the deflation issue. A root cause has not been determined. The device was labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model cq7584 pta balloon dilatation catheter allegedly experienced difficulty inflating, it was further reported that the balloon allegedly would not deflate, and had difficulty retracting through the vessel and the sheath. This report was received from one source. This event involved one patient, a (B)(6) male, of (B)(6). This patient had no reported patient injury.